Manufacturer narrative:
Unit received with intermittent button response due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the up arrow button was sticking. Customer's blood glucose was 160 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.